Event description:
Report received of unrequested bolus dose deliveries. The pump was programmed in the pca only mode to deliver an inspecified drug 1mg/ml concentration, with a pca dose of 1.2mg, a patient lockout of 6 minutes, and a 4-hour limit of 25mg. The patient's family member reportedly witnessed the pump deliver a bolus dose without the patient touching the patient pendant. The customer reported that there was no patient injury, but declined to provide any additional information, including the name of the pca medication, patient information, or specific event information.